Event description:
The pt was revised to address pain, noise, loosening, and alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision bi-lateral. Asr hip resurfacing system (right); asr hip resurfacing system (left). Reasons for revision for both sides: component loosening, pain, noise, alval. Update received: 20th february 2014 - marked as legal, added surgeon: (B)(6). Update received: 3rd march 2014 - added which component became loose for each side. Both left and right side the cup became loose.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).